Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported on february 13, 2023, the patient underwent PICC catheter placement in the right upper arm, and chest x-ray showed that the tip of the PICC catheter was at the level of the t8 vertebral body, and then intravenous fluid began to be instilled from the PICC catheter. Redness and swelling occurred. No other information was provided.

Event description:
It was reported on (B)(6) 2023, the patient underwent PICC catheter placement in the right upper arm, and chest x-ray showed that the tip of the PICC catheter was at the level of the t8 vertebral body, and then intravenous fluid began to be instilled from the PICC catheter. Redness and swelling occurred. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.